Event description:
On (B)(6) 2007, an interrupted system diagnostic test occurred that altered generator settings. The settings were not returned to efficacious values prior to the patient leaving the office. No adverse events have been reported as a result of this event.

Manufacturer narrative:
Review of programming history.